Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use when the machine was turned on cs100 intra-aortic balloon pump (iabp) electrical device detection failed #50. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (event site address, event site city), g3, g6, h11 due to character limitation in block e1: full event site address: (B)(6).

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6) hospital. E1 event site telephone is (B)(6). Corrected fields: e1 ( event site name ). Updated fields: b4,e1( event site telephone ), d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) stated that the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.